Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of evaluation.

Event description:
It was reported that the pump's usb port was bent resulting in the pump not charging. Reportedly, the customer will continue to use the pump for insulin delivery. The customer's blood glucose level was 114 mg/dl.